Manufacturer narrative:
Conclusion: according to the information received from the field the reported lack of benefit was caused by an extrusion of the electrode into the external ear canal. In addition during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages are attributable to the removal surgery. The problems described in the recipient report seem to match the damages found. This is a final report.

Event description:
The user reported that 2 days prior she heard a waterfall-like sound which then disappeared. The following day she suddenly stopped hearing with the device. Upon examination of the ear it was discovered that the electrode was found in the eac. Reportedly, there is a thinning in the posterior meatal wall of the canal resulting in the electrode is extruded through it. The user showed good benefit before this event. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
2 days prior the user reported that she was hearing a waterfall-like sound which then disappeared. The next day she suddenly stopped hearing with the device. Upon examination of the ear it was discovered that the electrode was found in the eac. Reportedly, there is a thinning in the posterior meatal wall of the canal resulting that the electrode is extruded through it.